Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while implanting a 3.5 x 15 xience in a tortuous and calcified lesion, resistance was noted, and a dissection occurred. Another xience stent was used to cover the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. Dissection is listed in the no fault risk assessment as a known no fault post procedural complication. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention. A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.